Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the video assisted thoracoscopic lobectomy, the staple line was incomplete centrally on the pulmonary artery, leading to significant bleeding and difficulty in controlling it. Additionally, the b-shape of the staple was not properly formed. These complications necessitated the conversion of the surgery to an open procedure and extending the surgical time by over one hour.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was fully fired with the interlock engaged. The jaws were open. A visual inspection of the returned photos noted that the jaws were open. The I beam was not advanced. Staple pushers were up distally. Blood could be seen on the staple cartridge. A loose malformed staple was in the proximal end of the jaws. Two loose staples could be seen on the distal end of the anvil. One of the loose staples could not be examined for proper formation. A staple line could be seen. A grasping instrument was inside of the tissue cavity. A needle and suture could be seen. The needle was attached to the suture. The suture was broken. Functional testing found that the reload was loaded into a representative instrument. The interlock was overridden and the reload was cycled without hesitation or binding. The reload interlock was tested and found to function properly. It was reported that the staple line was incomplete and the staples did not form properly. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially cont ributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d9, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the video assisted thoracoscopic lobectomy, the staple line was incomplete centrally on the pulmonary artery, leading to significant bleeding and difficulty in controlling it. Additionally, the b-shape of the staple was not properly formed. There was a blood loss of 800cc and a blood transfusion was performed. These complications necessitated the conversion of the surgery to an open procedure and extending the surgical time by over one hour.